Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that, intra-op, the screw broke when the multi axial screwdriver was inserted into the screw head. No fragments remained in the patient. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical examination of the mas confirmed the head of the multi-axial bone screw was disassembled, with the hex portion of the head fractured in two location. Significant damage is noted to the bone screw head and mas crown. The retaining ring was found to be fully engaged in the ring groove, and the ring to be deformed outward, consistent with overload. The extent of the damage renders this implant unsuitable for dimensional examination. A search of the complaint database did not identify any additional complaint returns with this part/lot# combination. The associated driver as not returned for analysis.